Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow biometric scanner to log in, requiring witness for authentication. Customer stated that they were experiencing patient safety issue since there was no witness always available for providers. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-sep-2022 to 26- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis anesthesia es system failed to login with bio-ID. A field service engineer removed the cover on the bio-ID and reseated the usb cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow biometric scanner to log in, requiring witness for authentication. Customer stated that they were experiencing patient safety issue since there was no witness always available for providers. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the login failure was due to biometric scanner malfunction. A field service engineer advised the customer to remove the scanner cover and reseat the cable to resolve. The system was functional as intended.